Event description:
On a chest x-ray the physician could not determine whether the image showed pneumonia or contained an artifact. A second radiograph was taken and the pt did not have pneumonia.

Manufacturer narrative:
Kodak received the screen and cassette for evaluation. Our evaluation included creating and printing flat field images and a physical examination of the screen. The flat field images were printed at an extreme contrast in order to ehance any image artifacts. The flat field images showed artifacts that were classified as fingerprints. The physical examination did not show any physical damage to the screen. Artifact investigation conducted by kodak have shown that fingerprint artifacts are caused by direct contact of an unprotected finger/hand with the screen surface. Many lotions and waterless hand clearners contain chemicals that can damage phosphor screens. The affected cr screen was removed and replaced with a new cr screen.